Manufacturer narrative:
Other applicable components are: product ID: neu_perc_extension, lot# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported the most proximal screw of the percutaneous extension when tightened did not line up with the lead inserted. Consequently, the lead appeared to have a bend in it and noted fear was that it may be crushed, which will be established if and when the consumer goes ahead with the stage 2 of the procedure (implantable neurostimulator (ins) implant). No factors noted to have led to the event. Troubleshooting noted as screw backed off and tried to re-tighten. Actions/ interventions were noted as screw remains tight and lead in place. If the consumer gets satisfactory outcome with the trial, they would go ahead with the ins insertion. At this time, it was unknown if the proximal end of the lead was crushed or damaged. The issue was not resolved at the time of the report. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the trial concluded on (B)(6) 2017. The lead was inserted into the implantable neurostimulator (ins) without issue and all impedances were fine.

Manufacturer narrative:
Analysis of the percutaneous extension, model/serial/lot number unknown, found the extension body cut through, product segmented, no significant anomaly. The extension was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. During visual analysis of the extension, it was noted the proximal end was not returned. A small distal segment of the percutaneous extension was returned. A known good lead could be inserted in the distal end and the setscrews tightened with a 4 oz-in torque wrench. The setscrew connector blocks had to be held tight from the sides. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.